Event description:
It was reported that when the subject device was plugged in, the picture had lines and was discolored. It was unknown when the event occurred and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cracked video connector. Based on the results of the investigation, it is likely the following led to the malfunction: application error, machine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the subject device was plugged in, the picture had lines and was discolored. It was unknown when the event occurred and there were no reports of patient harm.